Event description:
It was also reported that the lead triggered the lead integrity alert due to high impedance, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there is only one set of setscrew marks on the pin and it is too proximal. The lead was not fully inserted into the device. It was also noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.